Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 44 mg/dl which was treated with glucose tablets. Customer¿s current blood glucose was 136 mg/dl but customer stated that at the end of call blood glucose was 191 mg/dl. Customer mentioned that they experienced low blood glucose due to over delivery of insulin. The drive support cap appears normal. Insulin pump will not be returned for analysis.